Event description:
On (B)(6) 2011, pt reported she was hospitalized in (B)(6). Pt was using a competitor's infusion set. Pt stated she inserted the infusion set cannula into her body, the cannula bent and the insulin was not going into her body. Pt reported she had to go to the hospital's emergency room, but was not admitted. Pt stated she was there for only 9 hours and then was released. No blood glucose results were provided. Treatment received was not provided. No product return was requested.